Event description:
It was reported that the vena cava filter became stuck in the touhy borst and failed to deploy. The system was properly flushed and all connections were checked and verified to be ok. The procedure was completed with another filter and the same sheath, via the femoral, without any difficulty. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the touhy nut was loose. Viewing the returned sample under magnification, a hook had popped out of its spline slot and was wedged between the od of the spine and ID of the storage tube. Pulled back on the pusherwire and filter, and the misplaced hook nested back into the spline slot. The filter was able to be removed easily from the storage tube. There was an indentation on the od of the spline where the filter hook had been wedged between the storage tube ID and the spline ID. The y-body was clean and intact. The storage tube exhibited several circumferential scratches on the ID near the distal end, likely due to the filter being twisted during the delivery attempt. This was the area that the filter had stopped. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure deploy, root cause unk. It is unk if pt and/or procedural issues contributed to this event. Warnings: the current IFU ( instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.